Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set cannula kinnked event on 13-may-2024. The event occurred within 3 hours or more hours after insertion. The insertion site was at abdomen. The blood glucose level of the patient was 366 mg/dl for which treatment of correction bolus via pump was given. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.